Event description:
It was reported that the patient received continuous veno-venous hemofiltration (cvvh) from (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until they underwent a routine heart transplant on (B)(6) 2024. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.